Manufacturer narrative:
(B)(4). Report source: (B)(6). Concomitant products: unknown-unknown taperloc stem-unknown . Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2022 - 00754. Nakamura, t., yamakawa, t., hori, j., goto, h., nakagawa, a., takatsu, t., osamura, n., saito, a., hagio, k., mouri, k. (2021) conjoined tendon preserving posterior approach in hemiarthroplasty for femoral neck fractures: a prospective multicenter clinical study of 322 patients. Journal of orthopaedic surgery 29(3) 1¿8. Https://doi.org/10.1177/23094990211063963. Customer has indicated that the product will not be returned to zimmer biomet for investigation, product location unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Device location unknown.

Event description:
It was reported patient underwent a hip revision due to postoperative periprosthetic fracture. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 51-103120-tprlc 133 t1 pps so 12x144mm-unknown. 650-1159- delta cer fem hd 28/-3mm t1-unknown. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a left hip revision approximately 1-month post implantation due to a periprosthetic fracture. The location of and reason for the fracture was not provided. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.